Event description:
The site reported the following: the arm of the arterion injector snapped off while connected to a pt causing the head of the injector to fall. No injury or adverse event was reported.

Manufacturer narrative:
On 09/23/2014, bayer radiology service confirmed that the weld on the upper mast of the pedestal mount was broken. The arterion pedestal assembly was replaced and proper operation was verified. Bayer radiology product analysis received and examined the returned pedestal. Visual examination determined that the broken weld was caused by insufficient welding of the upper mast which caused an inherent weakness in the structure. Bayer radiology has issued a supplier corrective action request (scar) to the component supplier for this issue. This is a formal investigation to determine the root cause and applicable correction (s). As part of this activity, an effectiveness check of any resulting corrections/improvements will also be performed.